Event description:
It was reported that the modular handpiece device does not work sometimes. The device had low power. It was not reported if the event occurred during a surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: initial reports address was not available. The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. A visual and functional assessment was performed, and the device passed all pretest assessments and no issues were identified. Therefore, an assignable root cause was not determined.